Event description:
It was reported that after removing the diamondback 360 peripheral orbital atherectomy device (oad), the tip of the viperwire advance peripheral guide wire with flex tip remained in the patient. Snare was used to remove the tip of the viperwire.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to user error. The guide wire was returned fractured 5.5cm from the distal end. Both segments were returned for analysis. Scanning electron microscopy (sem) analysis of the fracture site shows evidence of fatigue failure and a kink at the fracture site. The presence of a kink at the fracture site along with fatigue striations indicate that the wire was spun over after it was kinked. The diamondback 360 peripheral orbital atherectomy system (oas) instruction for use (IFU), cautions: ¿do not operate the oad if there is a bend, kink, or tight loop in the guide wire. A bend, kink, or tight loop in the guide wire may cause damage to and malfunctioning of the oad during use.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after removing the diamondback 360 peripheral orbital atherectomy device (oad), the tip of the viperwire advance peripheral guide wire with flex tip remained in the patient. Snare was used to remove the tip of the viperwire.